Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection was performed and it was noted that the battery compartment was cracked on the side, extending from the case seal towards the threads. Visible moisture corrosion was found behind the display lens and when the pump case was removed moisture corrosion was found on the pcb and on the keypad flex/connector. Unrelated to the original complaint, all of the buttons on the keypad were found to be unresponsive to user input and it was also noted that the audio bolus button was punctured/torn as well as being unresponsive. A leak test was performed and failed due to battery compartment and audio bolus button leaks.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.